Event description:
It was reported that during the placement of a short trochanteric fixation nail for a hip fracture the surgeon had difficulty aligning the instruments together. The distal locking screw was noticed to be missing. Another set was available to successfully complete the procedure without delay. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no device was returned. Placeholder.